Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad) and obtuse marginal (om) 1 of the circumflex. Following a non-bsc guide catheter, a 3.00x20mm promus element plus was selected and advanced to treat the target lesion. The physician first deployed the complaint device in the distal mid area of om1. He then pulled the delivery system proximally to fully deploy the stent and a second 3.50x20mm promus element plus was deployed in the proximal area using an overlapping technique with the 1st implanted stent. The physician then took an angiogram and noticed that a strut appearance occurred with the complaint device at the om1. He "did not like how it looked," even though he had a timi flow and had 0% residual stenosis after implanting the stent. He then proceeded with a non-bsc balloon in the 3o region and inflated it at 20 atmospheres but nothing has changed with the appearance. The timi 3 flow was still there so the physician made no additional intervention and proceeded to fix the left main. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B)(4).